Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a large rent was noted in the posterior capsule. He stated following surgery, the pt has some corneal edema and a small piece of cortex in the posterior pole. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined attempts have been made to obtain add'l info. (B)(4).